Manufacturer narrative:
This product is still in service at this time and is not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an appropriate shock that successfully converted their ventricular fibrillation (vf). However, the total time to therapy was 38 seconds due to undersensing. No programming changes were made to this patient's system. No adverse events.